Manufacturer narrative:
According to the customer, the evec1 ethernet cable was shipped to the service center for product evaluation but the service center has no record of receipt of the cable. Unfortunately, a product evaluation could not be performed. With any hemodynamic monitoring, pressure readings can change quickly and dramatically. Clinicians are trained to evaluate the entire clinical presentation of the patient in order to make treatment decisions. In addition, these devices are used by highly trained clinicians experienced in assessing and mitigating any hazards that arise. In this case it is unknown if user or procedural factors played a part in this event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Manufacturer narrative:
The product has not been returned for analysis. Upon receipt of the product and completion of the evaluation a supplemental report will be submitted with the evaluation findings.

Event description:
It was reported that during patient monitoring with the ev1000a platform system and the (B)(4) ethernet cable, the patient parameter values were displaying too high for the patient¿s condition. This was noticed by the clinicians. In addition, the display screen would change to gray and it would not progress. The (B)(4) ethernet cable has physical damage to the connector. The products were removed from the patient. There was no inappropriate patient treatment administered. There was no patient compromise. There is no patient demographic information available.

Manufacturer narrative:
The product evaluation has not been completed yet, but is anticipated. Once the evaluation results are available a supplemental report will be submitted. The device service history record review could not be completed as the serial/lot number is unknown.